Event description:
Reporter indicated in a published journal article that a patient experienced permanent altered function of the ipsilateral vocal cord during vagus nerve stimulation. Follow-up with the reporter revealed he no longer had any information, as he had moved to another country.

Manufacturer narrative:
Article citation: uthman bm, reichi am, dean jc, eisenschenk s, gilmore r, reid s, et al: effectiveness of vagus nerve stimulation in epilepsy patients: a 12-year observation. Neurology 63: 1124-1126, 2004.